Event description:
I purchased the new minimed enlite pump/sensor system at the first of this yr. Made several phone calls medtronic re: malfunction of the sensor. Specifically the inaccuracy of the sensor w/blood glucose readings. I tried all the recommendations from the company for several months, hoping to make this work. Unfortunately, I have quit using the sensor due to this inaccuracy.